Event description:
It was reported that there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 38mls and the erv was 26mls. This was not the first refill after an implant/replacement/revision. A catheter dye study was performed and ''leaking'' was found at some point. A catheter revision/replacement will likely be conducted. No patient symptoms were reported. The device system was used to deliver baclofen (compounded). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter.

Event description:
Additional information received reported the patient had been seen by a (B)(6) due to medication in his pump. The dye study that found the leak in the catheter was conducted on (B)(6)-2012. The patient was seen by a neurosurgeon for a revision and was doing fine since then.